Event description:
Pt with a unicondylar knee implant developed an infection. Surgical intervention is planned to exchange poly insert.

Manufacturer narrative:
Pt with a unicondylar knee implant developed an infection. Surgical intervention is planned to exchange poly insert. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.